Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) reported that they had a time scheduled and would troubleshoot. The rep later reported that they were unable to determine the cause of the shocking sensation that the patient felt. The patient was re-programmed and the shocking resolved.

Event description:
Information was received from a patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient started to get shocking down his leg in (B)(6) 2015, so he shut off the stimulation and was no longer charging his implantable neurostimulator. The patient didn't think that there have been any changes at his implantable neurostimulator pocket site. No impedance measurements were taken. It was later noted on (B)(6) 2016 that another manufacturer representative was working through coordinating visits with the patient and did not have an update.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.